Event description:
Legal claim received alleging that the patient suffers from pain and increased metallic ions in his bloodstream. Update: (B)(6) 2013 - plaintiff¿s preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update: (B)(6) 2013 - sales rep reported revision surgery. There is no new additional information that would affect the investigation. The complaint was updated on: (B)(6) 2013. Update: (B)(6) 2013 - medical records were obtained. Medical records indicate patient was revised due to clear yellow synovial fluid, and burnishing on the taper. The stem, stem sleeve and adapter sleeve are being added to the complaint. The stem and stem sleeve remain in situ. The complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.